Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.

Event description:
A customer reported that the unit of measure setting on their freestyle meter changed from mmol/l to mg/dl. During the course of the investigation on the returned meter it was confirmed that the meter was exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatmen